Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and an absorbable adhesion barrier was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with exploratory laparotomy and repair of the vaginal cuff perforation and reduction of herniated bowel. It was reported that following insertion the patient experienced pain, infection, urinary problems, recurrence, and dyspareunia. It was reported that the patient experienced severe abdominal pain and what appear to be prolapse of something coming out her vagina while in the hot tub; the patient underwent an exploratory laparotomy and repair of the vagina cuff peroration and reduction of herniated bowel due to evisceration of bowel through a vaginal laceration.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.